Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they think they have a problem with their device. Patient (pt) reported over the weekend they were concerned that they weren't feeling the stimulation anymore. Patient stated hcp informed patient to ensure they feel stimulation. So patient stated they went in to change to a different program and an appropriate level. Patient stated they "wore it half the day" and in the afternoon they sat down and it was like they were on an electric chair and they couldn't get up fast enough and they were crying. Patient described it as one of the most painful thing they've ever seen. Patient stated they were sitting down and a dog jumped on them when this occurred. Patient stated just as the dog jumped up on them "this took off on me". Patient stated their therapy setting was not bothering them until this happened. Patient stated up until this they were thrilled with the implant until "the day it let me have 1000 volts I wasn't happy". Patient described the feeling as "electrocution". Patient stated this has not happened again since. Patient confirmed not feeling pain during the call. Patient stated they turned therapy off for a little bit following this and let it sit a little bit, and then turned it back on and now reported everything they try to do "it turns itself off". Patient clarified getting either device not responding or "device has shut down" when trying to connect with their implant. Patient stated this would occur when they would try to save their therapy setting. Patient stated the screen would go black then they would get a brown box message that said "device has shut down". Patient reported getting device not responding on the call. Patient positioned communicator on their implant and successfully connected with their implant. Patient reported they turned it down to program 1 and therapy was off. Agent reviewed general overview of therapy/program changes. Patient stated after they turned implant off when it shocked them, they tried to go back and turn it on to "reset it" and reported one of the times they "reset" it when they changed programs and tried to adjust stimulation the screen went black and came up and said either communication was lost or device "shut down". Agent walked patient through increasing stimulation on the call. Patient initially stated it seemed like they were doing a lot of "punches" when trying to increase stimulation. Patient successfully increased stimulation on the call and confirmed feeling stimulation comfortably. Pt will monitor symptoms following therapy adjustment. Patient stated they thought they needed to adjust therapy setting because they were not feeling stimulation. Patient inquired about when to adjust therapy settings. Patient then reported they did not feel stimulation and they were also having a massive leakage problem, pt was not getting a 50% reduction in symptoms, which is why they adjusted their therapy settings. Patient stated they were not wearing pads since the surgery but when this started happening they started going through underwear hourly so they thought it wasn't working. Agent reviewed therapy overview and redirected patient to their healthcare provider to further address the issue. Patient denied any trauma to implant or falls. Patient stated they are in the hospital every other month. Patient provided event date as late march or early april that leakage started. Patient stated it was only every once in a while, not constant that patient would leak. Patient stated they would wear a pad and sometimes they didn't have to worry about a pad and sometimes they needed to use more pads. Patient inquired if they need to leave external devices on all the time. Agent reviewed general use of external devices. Patient stated a lot of times when the handset is turned off shortly after they don't feel the stimulation. Agent reviewed overview of therapy and handset. Pt mentioned the following medical information: pt stated their physician thinks pt may have had a stroke. Pt stated they will be having a CT scan and inquired about an MRI. Agent reviewed MRI compatibility and MRI mode overview. Patient will follow up with their managing healthcare provider. Agent had difficult time following throughout call and made best attempt to document all relevant event information.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.